Event description:
Patient was being assisted from the stretcher to ambulate to the bed. While legs were moved to the right side of the stretcher, the patient sustained a laceration with accompanying bruising to the back of her left knee.